Event description:
Cardiac lead extraction case to extract two leads due to cied system infection. The (B)(4) (implanted for 126 months) ra lead was extracted using a 12fr glidelight without incident so the physician began extracting the (B)(4) (implanted for 126 months) rv lead. The rv lead had externalized conductors between the proximal and distal coil; it was discovered while applying traction on the lead that there was significant scarring of the proximal coil extending to the lateral wall of the svc. Due to the amount of scarring and externalized conductors the physician decided to upsize the laser sheath to a 16fr glidelight. The 16fr glidelight was slowly progressed to the distal coil and the lead came free. The glidelight was then slowly removed. At the time of device removal the blood pressure initially was normal; however, between 2-3 minutes after device removal the patient's blood pressure began to drop. A sternotomy was performed revealing a large tear of the svc where the physician had earlier noted significant amount of scarring. The svc was repaired but the patient did not survive the intervention, date of death (B)(6) 2014.